Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable is broken no longer charges the pump. There was no reported impact to the customer's blood glucose level. Customer was sent a replacement cable.